Event description:
It was reported that the user experienced intermittent communication failure in which the dexcom g6 continuous glucose monitor (cgm) glucose readings were not appearing on the ilet while readings continued on the dexcom app, consistent with signal loss to the ilet only and associated with the bluetooth connectivity. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure which resolved spontaneously. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient bluetooth behavior resolved without intervention.

Manufacturer narrative:
Initial.